Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient was hospitalized due to low blood glucose around (B)(6) 2018 through the (B)(6) 2018. The blood glucose was unknown. Troubleshooting was done for low blood glucose and over infusion. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.